Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that at 14:20, (B)(6) 2020, the balloon of the urethral catheter was ruptured and fell off. The patient underwent percutaneous nephrolithotripsy and double j tube placement. Postoperatively, the foley catheter was indwelled for urine drainage. This problem allegedly caused additional mental stress to the patient without any other substantial effect. The detached catheter and balloon were complete.

Event description:
It was reported that at 14:20, (B)(6) 2020, the balloon of the urethral catheter was ruptured and fell out. The patient underwent percutaneous nephrolithotripsy and double j tube placement. Postoperatively, the foley catheter was indwelled for urine drainage. This problem allegedly caused additional mental stress to the patient without any other substantial effect. The detached catheter and balloon were complete.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.